Event description:
The user facility reported a blood leak occurred during treatment. The blood leak was visually identified. No damage was identified or other leaks. Blood test strips were used, and the machine alarmed. Patient was estimated to lose 300 cc of blood; however, the patient had no adverse effects due to leak complications. Sample is reported to be available however has not been provided to date. Blood flow rate-500; dialysate flow rate-800.

Manufacturer narrative:
To date, the device has not been returned to the manufacturing plant for evaluation. A plant investigation is still on-going. A supplemental MDR will be submitted upon completion.